Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had an infection at the ipg site after the system was explanted on (B)(6) 2021 . Patient reported site was sensitive and painful ever since. It is unknown what intervention was taken to address this.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The patient reports wound is deformed, sensitive and painful currently. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.